Event description:
After pacemaker was implanted had continuous problems - erratic blood pressure, shortness of breath and weakness. Had constant aching left leg. Major leg infection. Graft wounds did not heal. This was probably caused by lack of oxygen in my lower extremities. This occurred october thru (B)(6) 2012. I was unable to follow-up on cardiac rehab because of leg infection. Sought medical help from several physicians who prescribed more and more medications. Had side effects from some of the new medications. After 8 months , I asked to be admitted to the hospital. The problem was finally found. The pacemaker was an old obsolete model and incorrectly installed. The device implanted was a boston scientific ingenio, model k173, serial #(B)(4). The new atrial lead is a guidant dextrus, model 4135, serial #(B)(4). The existing ventricular lead is a biotronik selox vdd, model 333900, serial # (B)(4), placed (B)(6) 2012. Atrial sensing is 1.8 mv, threshold 1.8 volts at 0.4 msec and 0.8 volts at 1.0 msec, and impedance 550 ohms. Right ventricular sensing is 8.8 mv, threshold 0.7 volts, and impedance 601 ohms. The pacing mode is dddr 60-115. The paced av delay is 280 msec. Recording was to be read at doctor's office. Lack of data when checking pacemaker for effectiveness. First faulty pacemaker led to 8 months spiral downward medical conditions. See scanned pages.